Event description:
It was reported to the aci sales professional that mynx sealant was allegedly misdeployed intravascularly following a procedure where the device was used for femoral artery closure by a physician trained to the use of the mynx. There was no information provided regarding any relevant patient or procedural details, including pre-procedural femoral angiogram to assess suitability of closure. It was reported that right after mynx was used to close the femoral artery, there was some bleeding observed and a few extra minutes of manual compression were held. It was reported that the patient presented to the ER on (B)(6) 2010 with groin pain. Swelling in the groin was also noted at that time however an ultrasound and CT scan did not reveal any abnormalities (for groin related issues). No treatment was provided and patient was discharged home. Sometime later (exact timeframe unknown) a vascular surgeon familiar to the patient's case learned of the patient's visit to ER and requested to have the patient return for further testing. The patient was immediately sent to surgery where it was reported that thrombus from the profunda and sfa were removed. The thrombus was sent to pathology and the path report indicated a foreign material in the thrombus that was described as gelatinous and with a matrix structure. The procedure resolved the patient's symptoms with no further clinical sequela. No further information is available.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. The vacuum feature was also evaluated with no issues noted. The probe was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an mr breast biopsy, after taking a sample, they were not retrieving any tissue. They changed probes and tubing sets and they worked properly. They continued the case and had problems deploying the marker. They changed markers and finished the case.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.